Event description:
Nurse attending patient noticed the catheter was broken between the silicone heart and "coil". About 1 cm below the silicone neart at the " s curve". Nurse stated the tube was still external to pt. Skin and was grasped and removed. No surgery or invasive procedure was required. There was no pt. Injury or adverse sequelae. Nurse also stated that the catheter was nt secured properly. Nurse declined inservice oral educational workshop.